Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a transient elevation in power and flow; however, a specific cause for this event could not be conclusively determined. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file captured a transient elevation in power and flow on 26jul2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and other neurological events (not stroke-related), that may be associated with the use of the heartmate ii lvas. Section 1 of the IFU also addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Furthermore, section 6 (under ¿anticoagulation¿) provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to the emergency department on (B)(6) 2024 due to hematemesis. Their left ventricular assist device (lvad) appeared stable with the exception of a power/flow elevation noted on (B)(6) 2024 at 21:51. Hemolysis markers appeared stable. Hemolysis markers were not elevated. Of note, patient reported double vision at approximately 19:30 on (B)(6) 2024. A computed tomography of their head was pending. Log file captured mainly routine events throughout the log. A single elevated power of 8.9 watts was noted on the (B)(6) 2024 but the elevated power was not sustained. Nothing was notable in the log on the (B)(6) 2024 at 19:30.